Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed for this incident. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety mechanism of a 21 g x 1.25 in bd eclipse blood collection needle with luer adapter did not activate as a lab technician was trying to use it and she obtained a needle stick injury to her middle finger on her left hand. The technician was seen at an urgent care and received base line blood work. The source patient was also tested for infectious disease. The results of the lab work are unknown.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6218656. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.